Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pentazocine. The patient's medical history included anxiety, head injury and schizophrenia. Concurrent conditions included alcohol intoxication, bipolar disorder, back pain, copd, hypothyroidism, shoulder sprain, sinusitis, obesity, dysfunctional uterine bleeding, hypothyroidism, methicillin-resistant staphylococcus aureus sepsis, tobacco abuse, lumbar disc disease, pain in extremity, asthma, borderline personality disorder, schizophrenia, thyroid disorder, cough, abscess drainage and nicotine dependence. Concomitant products included hydroxyzine, levothyroxine, medroxyprogesterone acetate (depo-provera), naloxone hydrochloride (naloxon), omeprazole, sertraline and trazodone. On an unknown date, the patient started pentazocine at an unspecified dose and frequency. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine / headache") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced loss of libido ("hormonal changes describe: no desire to have sexual intercourse"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), urinary tract infection ("utis,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and tooth fracture ("dental problems: teeth got really britle and started breaking") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dizziness ("neurological conditions or problems type: dizziness"). On an unknown date, the patient experienced leukocytosis ("blood or heart disorder/condition type: leukocytosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abaltion ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, hot flush, night sweats, mood swings, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, leukocytosis, nausea, tooth fracture, dizziness, dyspareunia, vaginal discharge and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, hot flush, leukocytosis, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2017 and date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2016: no acute intracranial abnormity. No evidence of acute intracranial process.; on (B)(6) 2019: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding,depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pentazocine. The patient's medical history included anxiety, head injury and schizophrenia. Concurrent conditions included alcohol intoxication, bipolar disorder, back pain, copd, hypothyroidism, shoulder sprain, sinusitis, obesity, dysfunctional uterine bleeding, hypothyroidism, methicillin-resistant staphylococcus aureus sepsis, tobacco abuse, lumbar disc disease, pain in extremity, asthma, borderline personality disorder, schizophrenia, thyroid disorder, cough, abscess and nicotine dependence. Concomitant products included hydroxyzine, levothyroxine, medroxyprogesterone acetate (depo-provera), naloxone hydrochloride (naloxon), omeprazole, sertraline and trazodone. On an unknown date, the patient started pentazocine at an unspecified dose and frequency. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine / headache") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced loss of libido ("hormonal changes describe: no desire to have sexual intercourse"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), urinary tract infection ("utis,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and tooth fracture ("dental problems: teeth got really britle and started breaking") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dizziness ("neurological conditions or problems type: dizziness"). On an unknown date, the patient experienced leukocytosis ("blood or heart disorder/condition type: leukocytosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abaltion and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, hot flush, night sweats, mood swings, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, leukocytosis, nausea, tooth fracture, dizziness, dyspareunia, vaginal discharge and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, hot flush, leukocytosis, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2017 and date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2016: no acute intracranial abnormity. No evidence of acute intracranial process.; on (B)(6) 2019: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding,depression, anxiety most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New events:hormonal changes describe: no desire to have sexual intercourse, hot flashes, night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia),utis, apareunia (inability to have sexual intercourse), anxiety ,depression, migraine headache, blood or heart disorder/condition type: leukocytosis, nausea, dental problems: teeth breaking , neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic , vaginal , vaginal discharge, weight gain, gastrointestinal or digestive system condition type: bloating were added . Event outcome were added: cramping, bleeding, bloating, weight to recovered.medical history , lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pentazocine. The patient's medical history included anxiety, head injury and schizophrenia. Concurrent conditions included alcohol intoxication, bipolar disorder, back pain, copd, hypothyroidism, shoulder sprain, sinusitis, obesity, dysfunctional uterine bleeding, hypothyroidism, methicillin-resistant staphylococcus aureus sepsis, tobacco abuse, lumbar disc disease, pain in extremity, asthma, borderline personality disorder, schizophrenia, thyroid disorder, cough, abscess drainage and nicotine dependence. Concomitant products included hydroxyzine, levothyroxine, medroxyprogesterone acetate (depo-provera), naloxone hydrochloride (naloxon), omeprazole, sertraline and trazodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient started pentazocine at an unspecified dose and frequency. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine / headache") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced loss of libido ("hormonal changes describe: no desire to have sexual intercourse"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), urinary tract infection ("utis,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and tooth fracture ("dental problems: teeth got really britle and started breaking") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dizziness ("neurological conditions or problems type: dizziness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), leukocytosis ("blood or heart disorder/condition type: leukocytosis"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, abaltion and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, female sexual dysfunction, anxiety, depression, leukocytosis, dizziness, dyspareunia, vaginal discharge, vulvovaginal pain, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, loss of libido, hot flush, night sweats, mood swings, migraine, nausea, tooth fracture, dysmenorrhoea, weight increased, abdominal distension, gastrointestinal disorder and headache had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, leukocytosis, loss of libido, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date of explant: (B)(6) 2017 and date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2016: no acute intracranial abnormity. No evidence of acute intracranial process.; on (B)(6) 2019: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding,depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, genital bleeding, outcome of the previously reported event- tooth fracture, migraine, nausea, loss of libido, mood swing, hot flashes, were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.